Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file and evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). The controller event log files contained approximately 1 day of data combined ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured no external power and power cable disconnect alarms throughout the log file due to total losses of power occurring; the alarms were captured while connected to 14v batteries and mobile power unit (mpu). The system controller backup battery supplied power to the system during the losses of external power. The driveline was disconnected on (B)(6) 2023 at 18:13:27 to exchange the system controller. The pump maintained a speed above the low speed limit throughout the log file. Inspection of the returned controller revealed tears at approximately 5.5¿ and 8¿ from the controller connector. The controller was connected to a test power module/system monitor and the reported no external power alarm was reproduced while manipulating the black power cable near the damage noted; the alarm resolved shortly after activating each time and the system controller backup battery supplied power to the system without any issues. No alarms activated while manipulating the white power cable. Evaluation of the underlying wires on the black power cable revealed that electrical shorts could occur between the wires associated with the power and power return lines and the cable shielding. The jacket and underlying layers were removed revealing damage on the protective layers and open wires associated with the power and power return lines; it should be noted that the damage observed was located underneath the tear at approximately 5.5" from the controller connector and that there was potential for contact between the open wires and between the open wires and the cable shielding. The reported alarm activated due to contact between wires associated with the power and power return lines or between the wires associated with the power line and the cable shielding. No further testing was performed. Additional information provided that the reported issue resolved after exchanging the controller. The root cause of the reported event was determined to be damage on the black power cable; although not conclusively determined, repetitive flexing of the cable over time could have contributed to the damage on the power cable. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer's investigation is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had several no external power alarms while connected to batteries. The patient changed to main ac power but several minutes later the same alarm occurred and the patient switched back to batteries. The sequence of events appeared to show that the patient was attempting to switch from battery power to mobile power unit (mpu) power when these events occurred during a 20 minute time period. The patient noted that every time she moved the power connections on the controller power became disconnected and the alarm sounded. There seemed to be a sudden loss of power on the lead that was connected to mpu power which will cause a sudden loss of ac power delivered through the patient cable. Motor function was not affected by these events. The emergency backup battery (ebb) was used to support the system during these events (10 times total). The controller was exchanged and the alarms resolved. Related MFR #: 2916596-2023-01549.